Manufacturer narrative:
The pipeline flex device will not be returned for analysis as it as discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that pipeline flex device did not open in the distal. The pipeline was removed and another device (same size) was successfully implanted without issue. The patient underwent embolization treatment for a medium unruptured saccular internal carotid artery aneurysm located in ophthalmic section, measuring 20mmx6mm, landing zone distal 4.4mm proximal 4.7mm. The vessel was observed moderately tortuous. There were no reports of patient injury in association with this event. The angiographic result post procedure was semi-hemispheric filling of contrast.